Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The error was reproduced while priming the wash probes. The fse observed that the bf1 probe was leaking at the tubing connection. The issue was resolved by replacing the wash probe. The instrument was validated by running quality controls (qc); the results passed and were within published ranges. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 17dec2018 through aware date (B)(6) 2020. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 2231 bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. The probable cause of the reported event was due to failure (leakage) of the wash probe. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 2231 bf overflow sensor 1 failure on the aia-900 instrument. The customer performed an all set home with no error but repeated wash primes resulted in error 2231. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.